Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: germany. It was reported that the tip broke off the device.